Event description:
Dr was performing a bladder tumor removal when he made small perforation in the bladder. He did not report any medical action taken to address perforation; no further procedures were scheduled. Instruments used were checked afterwards by hosp biomed who found them in working order and put them back into circulation. There was no product malfunction reported. Possible user error.